Manufacturer narrative:
The system was returned to orthalign for evaluation by an orthalign engineer. The navigation logs were downloaded and reviewed and the complaint could not be confirmed. The system passed all functional testing. The root cause was not determined. A possible root cause is a software anomally. Orthalign will continue to monitor similar events and take action if necessary. No further action required at this time.

Event description:
The unit produced wrong numbers on distal femur cut. The surgeon set the values to 4 degrees of flexion and 0 degrees v/v on distal femur cut, but after he registered, the numbers changed to 1 degree extension and 0.5 degrees valgus.